Manufacturer narrative:
The investigation is ongoing. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest that improper guidewire position contributed to the difficulty in crossing and ventricular injury. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure performed by our edwards affiliates in poland using a 26mm sapien 3 ultra valve via transfemoral access, the delivery system was unable to cross the native valve despite two prior balloon aortic valvuloplasty's (bavs). The delivery system and valve were positioned at a highly horizontal angle relative to the annulus, and the guidewire appeared to be in an unusual position. A third bav was performed through contralateral femoral access, which enabled successful valve implantation. However, immediately following deployment, the patient experienced a sudden rise in pressure followed by cardiac arrest. The patient was intubated, cardiopulmonary resuscitation (CPR) was initiated, and catecholamines were administered. The cardiac arrest was reportedly caused by an injury to the left ventricle, located between the left anterior descending and circumflex arteries. Multiple sources of bleeding were identified, and cardiac tamponade was observed. The procedure was converted to open-chest surgery, during which the pericardial sac was drained and bleeding sites were addressed. The patient was placed on extracorporeal circulation but ultimately passed away. The delivery system was discarded at the hospital. According to the medical team, the root cause of the event was likely improper guidewire positioning, which contributed to the difficulty in crossing the valve and ultimately led to the ventricular injury. It is suspected that the compromised ventricular wall may have ruptured due to the abrupt increase in pressure.

Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed that calcification was present at the native annulus, and the guidewire appeared directed toward the ventricular wall. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for crossing difficulty has been empirically confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests procedural factors (guidewire management) and/or patient factors (calcification) likely contributed to the event. Reported information indicated that "as per medical opinion the perceived root cause of the event was that the guidewire was not properly positioned, this led to the crossing difficulties and finally to the ventricle injury". In addition, 3mensio revealed the presence of calcification in patient's native annulus. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Furthermore, patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.